Event description:
Boston scientific received information that this product was returned from our final pack area for analysis as the product had not passed all required testing.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory that the device never triggered replacement indicator. The device was never implanted. The device was returned in sterile packaging. The device was subjected to and passed all automated therapy verification testing which confirms proper operation of the pacing, sensing, and shocking functions of the device, as well as lead impedance and telemetry function testing. Analysis has shown that these failures are a result of the device¿s daily coulomb measurement being delayed up to 3 hours. The device meets specification.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory an initial analysis revealed that the implantable cardioverter defibrillator (ICD) never triggered the replacement indicator. This ICD did not pass final pack testing. The ICD was never implanted. The ICD will be forwarded to detailed analysis for further investigation. No adverse patient effects were reported.

Event description:
--